Event description:
It was reported that two days following the system implant procedure, the patient reported feeling chest pain. Remote device data was transmitted, which confirmed loss of right ventricular (rv) lead capture. The physician suspected a rv lead perforation and the patient was transferred to melbourne for surgical intervention. During the procedure, the physician attempted to reposition the rv lead, but the lead helix would not extend. The rv lead was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The rv lead is expected to be returned for analysis, but has not yet been received.